Event description:
An email was received from a surgeon indicating that "after a good number of reverses I have found that occasionally the center screw will thread into the baseplate and push it off the glenoid slightly as it is being screwed down. This is due to the play in the center screw within the handle. As a result the baseplate will not be adequately compressed once the center screw is locked. Obviously this will result in baseplate failure if not identified."

Manufacturer narrative:
It was noted that based upon further conversation with the surgeon pertaining to this reported event, "he indicated that he did not think there was any issue or opportunity with the handle. His sole focus was around compression of the baseplate related to technique." Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
This event was identified as a duplicate of (B)(4). The event has been reported under MFR #0002249697-2014-04368.

Event description:
An email was received from a surgeon indicating that "after a good number of reverses I have found that occasionally the center screw will thread into the baseplate and push it off the glenoid slightly as it is being screwed down. This is due to the play in the center screw within the handle. As a result the baseplate will not be adequately compressed once the center screw is locked. Obviously this will result in baseplate failure if not identified." Update: this event was identified as a duplicate of (B)(4). The event has been reported under MFR #0002249697-2014-04368.